Manufacturer narrative:
(B)(4). Device p-cap or reservoir locked properly in place and passed displacement test. Unit received with partially broken retainer ring and missing reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. R&d disposition ((B)(4)): for (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump had cracking down the back of the case along the battery tube, had major scratches present on the liquid crystal display screen, and had minor scratches and or dents present on the keypad. Last, the retainer has 1 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.